Event description:
The customer reported that during reprocessing no scope image was observed. Due to this the scheduled diagnostic gastroscopy was performed and completed with a similar device. The intended procedure was not delayed more than 15 minutes. The scope was returned for evaluation and found the coating of the scope¿s insertion section peeling off (greater than or equal to 1 x 1 mm2). This report is being submitted to address the coating observed peeling off during evaluation. There was no patient injury reported.

Manufacturer narrative:
Initial reporter: the reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of ¿no image.¿ no image was observed after starting up the scope due to a faulty electrical connector. A electrical continuity error was observed during evaluation. The investigator reported that the image became normal after replacing the electrical connector. The light guide tube cover and scope protector were found damaged. A leak was not at the scope¿s insertion section. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress and/or chemical stress was the cause. A definitive root cause cannot be identified. User can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement: ¿·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ user can reduce and reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ¿·important information ¿ please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor the field performance of this device.